Manufacturer narrative:
Requested have been made for the return of the product. Request has been made top obtain the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.

Event description:
In early 2009, the sales representative reported that the hex tip of the screwdriver sheared off in the tulip head while the surgeon was implanting a screw. No fragments appeared on x-ray. Screw still has piece of hex in tulip head. Additional information received on 21 jan 2009 via telephone, the sales representative reported that the surgery date was on the day prior to original date. During surgery, the resident had prepared the hole for screw placement. When the resident was implanting the screw, he hit the facet and the driver broke off at the distal end of the tip. The resident retrieved all the fragments from the driver from the wound. The screw was explanted and another screw was implanted with the use of the other driver that is in the kit. Use of fluoroscopy verified there was no additional fragments in the wound. There was a 45 minutes surgical delay.